Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal clevis hub. The cable segment stuck out at the instrument's wrist. The distal clevis hub did not exhibit any wear. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, one of the cables frayed and was not working on the mega needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.